Manufacturer narrative:
Common name/ product code: gei unit, electrosurgical and accessories. (B)(4). Event evaluation: a review of complaint history, documentation, drawings, instructions for use (IFU), and specifications was conducted during the investigation. Product was returned 02/04/2016. Visual inspection shows a gap in the middle of the cutting loop and scorch marks are present. The IFU cautions to not exceed the power limits detailed in the precautions section. Additionally the IFU cautions, immediately discontinue use if breaks or fractures appear in the device. These conditions may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. The most likely cause of this failure mode is user technique. However, without objective evidence to prove it was user technique, the results of this investigation are inconclusive. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a gynecological surgery, the loop broke off inside patient. The device portion was retrieved and nothing was left in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: a review of complaint history, documentation, drawings, instructions for use (IFU), and specifications was conducted during the investigation. The product from the case was not returned, so no physical evaluation could be performed on the actual device used. A document based investigation was performed and there is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. The IFU instructs that physicians should immediately discontinue use if breaks or fractures appear in the device and/or to not use if breaks, scratches, and cracks are present in the insulation of the device. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. At this time we are unable to determine how the device contributed to this event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a gynecological surgery, the loop broke off inside patient. The device portion was retrieved and nothing was left in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a gynecological surgery, the loop broke off inside patient. The device portion was retrieved and nothing was left in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.